Event description:
Information was received from a patient regarding an external device. The reason for call was patient said their controller had not been charging their implanted neurostimulator right. Patient said the controller would be at 100%, but would tell them that the controller battery was low and would not want to charge the implant as it would just spin on the searching screens. Patient also said the screen would go blank/white. Patient said they finally got the controller to start working last night, but then the controller stopped in the middle of charging and said there was an issue with the controller and to call medtronic (exact message asked unknown, patient said they didn't remember a code). Patient had tried resetting the controller twice already. Agent asked event date, patient said something weird started with the equipment a couple weeks ago, but they had turned the implant off since then as they had dental work and it sets off their scs so they got overstimulated so they had patient turned implant off for a couple weeks. Patient said they just turned implant on in the last couple days and charging had been an issue the last couple days. Patient inspected controller port, battery compartment, recharger, and battery pack, but did not see any damage. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional patient codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from the patient on (B)(6) 2025, patient stated that the spinal cord stimulator (scs) is not the issue. When they have dental work, it flares their complex regional pain syndrome (crps) and the added stimulation of the scs makes it worse. Patient just turn the scs off until the flare loosens. Patient also added that they turned it off until their crps calms down a bit. The weight of the patient at the time of the event was 215 lbs.